Event description:
A malfunction related to the insulin pump was reported by the distributor rubin medical aps in denmark on february 12, 2026. There was no adverse impact on the customer¿s blood glucose level. The malfunction code was identified as malf 12. The customer opted for multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it. The customer acknowledged these instructions and was advised to return the pump within 10 days using a pre-paid label. A replacement pump with serial number 1533674 was arranged.